Manufacturer narrative:
Device history records review was completed for part # 292.622, lot # l087639. Manufacturing location: (B)(4), manufacturing date: aug 04, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery for the treatment of a fracture in adolescent below the distal physis of the right tibia. During the surgery, the orthopedist placed the needle thread guide by surgical technique, and then performed the drilling with the cannulated drill system hcs 3.0. While pulling the bit part, the needle went outside. Low radiographic fluoroscopy showed at least a distal segment of the needle about a 3mm length. After some maneuvers and attempts to remove it, the doctor stopped the attempts and used another needle guide with smooth tip culminating in procedure. The fragments remained in the bone of the patient. No prolongation of the surgery or patient harm was reported. Patient status was reported as stable. Concomitant part: cannulated drill system hcs 3.0 (part# unknown, lot# unknown, quantity 1). Needle thread guide (part# unknown, lot# unknown, quantity 1). This report is for one (1) threaded guide wire. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 update: it was reported the needle thread guide was broken and remained in the patient¿s body (3 mm aprox.).the guide wire also broke into 2 parts (one part aprox. 3 mm stayed inside the patient.